Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints in this lot number. Add'l info was requested 04/18/2007 and 04/19/2007 by phone, fax and mail. Add'l info provided on 04/19/2007 and 04/26/2007 by mail.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had a residual cylinder.